Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received several no delivery alarms. The infusion set had a bent cannula and insulin was not delivered. A complete set change resolved the no delivery alarms. Customer's blood glucose level was 500 mg/dl. He treated his blood glucose level with a manual injection. The device was not returned.